Manufacturer narrative:
The customer reported event of 'quattro catheter leak' was confirmed during functional test. The most probable root cause is due a latent bond defect. During visual inspection, there was no physical damage observed on the catheter. Blood residue observed on the catheter's balloons. During functional testing, all infusion ports and extension tubes were flushed without resistance. The catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a bonding leak was observed at the distal end of the medial 1 balloon, thus confirming customer complaint. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for quattro catheter with lot 85251.

Event description:
It was reported that during ivtm thermogard treatment, the ivtm thermogard console displayed 'airtrap' error message, and the customer observed the saline bag was almost empty. There was no leak noted on the start-up kit (suk), there was no saline fluid observed on the patient's bed or on the floor. Customer suspected of quattro catheter leak, the catheter was replaced to continue with the treatment. No known impact or patient consequence was reported.